Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2016: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 03-jun-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient receiving unknown morphine via an implantable pump for spinal pain indications. It was reported that the patient's representative (caller) reported that for the last two months, the patient had been getting fluid buildup under the skin in front of the pump. The caller stated that they went to their physician's office and they are not available anymore, so they saw a different physician who said they thought it was spinal fluid dripping from the catheter back down and sitting in the pocket where the pump was held. The implanting physician then saw the patient and said they had never heard of such a thing and they didn't think that it was an issue and unless the patient started to have other symptoms there was nothing they could do. The caller also stated that some days it was very tight and very full and a few days later it would go back down but it would be minimal. The caller confirmed that the patient was still getting the drug infusion as normal and they had not noticed any difference in the way the drug is infusing and no therapy issue was reported. The patient has not had any falls or trauma that would impact the pump site. The caller noted this was the patient's third pump and this issue had never happened before. The caller mentioned one healthcare provider (hcp) thought it could be air. The patient had a refill scheduled on the 20th, so the agent suggested that the hcp could call technical services if needed.  The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a health care provider via company representative on 2025-09-11 with an implantable pump containing morphine (30mg/ml at 5mg/day) via an implantable pump. It was reported that the patient was having a fluid accumulation at pump pocket for past couple months. The physician attempted to aspirate cerebral spinal fluid (csf) from the catheter access port (cap) without success. The patient was referred back to the surgeon for a catheter revision. The issue was not resolved at the time of this report. Additional information was received from a healthcare provider (hcp) via a company representative on 2025-09-17 reported that the catheter surgery has not been scheduled yet.